Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, axium coil pushwire returned and implant coil found broken and missing from the pushwire. No bends or kinks were found with the axium prime coil pushwire. The shield coil is present and intact. The detachment element and the coil shell are present and the primary implant wire to coil shell weld is still intact. No other anomalies were found. Without returned implant coil any contributing factors for detachment could not be assessed and cause could not be determined. It is likely that the damage to the axium implant coil occurred during removal of the coil through the micro catheter against the reported resistance. The customer reported the coil detaching while removing the coil from the micro catheter. Per the axium coil instructions for use (IFU): warning: ¿due to the delicate nature of the axium¿ prime detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration.¿ "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The coil was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium premature detachment. The patient was undergoing embolization treatment for a small unruptured saccular aneurysm located in right middle cerebral artery (mca), measuring 3.5mmx2mm. The vessel was normally tortuous. It was reported that a catheter was placed in the aneurysm. It was reported that an axium was advanced into the aneurysm, but became jammed in the catheter hub. The coil was attempted to be removed and it detached from the pushwire. There were no reports of patient injury in association with this event.